Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsi-2, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number (B)(4) rev h (jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the chair allegedly veers to the left, intermittently. Consumer also alleged that there is a burning smell coming from the chair. During an evaluation by the dealer, the chair was fully functional. Quote # (B)(4) has been issued. The product is to be returned to invacare for an inspection and evaluation. No injury.

Event description:
Customer alleges a burning smell coming from chair and intermittently veers to the left side. Qt # (B)(4). No injury alleged.